Manufacturer narrative:
The fse evaluated the device and confirmed the damaged therapy receptacle. All tests and controls were carried out according to the procedure specified in the service document. No problems were observed. The device was delivered to the user in working condition. Based on the information available and the testing conducted, the cause of the reported problem was a damaged therapy receptacle. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the device had a damaged therapy receptacle. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during the controls, it was determined that the spoon input socket of the device was broken due to user-related reasons. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.